Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for upstream occlusions 5 times in one hour during an infusion of propofol that was programmed to deliver at a rate of 16ml/hr in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. The event history log review was completed and verified by the presence of "upstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for upstream occlusion testing which yielded passing results. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.